Event description:
A nurse reported that a phacoemulsification handpiece become overheat. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece was returned for testing on this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The phacoemulsification handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed a dented irrigation line. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed a damaged electrode. The overheating could not be verified due to the handpiece not passing tuning. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).